Event description:
The patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately. She obtained results she interpreted to be in mmol/l ranging from the 2's to the 20's, which did not match how she was feeling at the time. She did not have symptoms of high or low blood glucose level at the time of concern. She spoke with her nurse about the readings and was advised to take 4 additional units of long acting insulin; she started the increased insulin regimen 2 months ago. The customer care representative (ccr) confirmed that the meter was set to mg/dl instead of mmol/l. The patient did not recall having changed the meter units of measurement. The ccr advised the patient to tell her nurse that the readings, previously reported to her, had been in the incorrect unit of measurement. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable as a product malfunction. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.